Event description:
Customer reported having low blood glucose of 40 mg/dl. Had breakfast and blood glucose rose to 111 mg/dl. Customer took a nap and blood glucose lowered again to 40 mg/dl. Had a peanut butter sandwich treated with 13 units of insulin and blood glucose lowered to 36 mg/dl ate another sandwich but did not treat. Customer stated she was all ready on a constant drip and has been having low ever since she got out of the hospital for her knee surgery. The drive support cap appeared to be normal. Customer was not admitted for medical treatment. Customer declined further troubleshooting. Customer stated she needed medical help and disconnected the call. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.